Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name(B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a operation check by hospiatl staff, the display of cs300 intra aortic balloon pump (iabp) was distorted. No patient involved.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), e1(initial reporter), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6(medical device ¿ problem code). After an internal inspection, a functional check was made, but the issue was not recurring. The unit was returned without performing any work. However, as the issue may recur in the future, it was recommend replacing the video receiver pcb and the display cable. As of now, the issue is not reoccurring, no parts replaced, and the unit was returned without repair.

Event description:
N/a